Event description:
N/a.

Manufacturer narrative:
An event of patient-device incompatibility with patient effects of angina and perforation was reported. A cine review was completed as multiple echo videos were provided with annotation of complication. Also, a video of open-heart surgery showing the fistula. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported patient-device incompatibility with patient effects of angina and perforation could not be confirmed. A surgical intervention was a result of case specific circumstances, as the device was removed and a patch was sutured in place. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer septal occluder was implanted in the patient using a 9f amplatzer trevisio intravascular delivery system. During implant it was noted at the time that there was deficient aortic rim, but the end result was acceptable. On (B)(6) 2025, the patient presented with chest pain, transesophageal echocardiogram (toe) performed, and it was found that the right atrial disc had perforated the non-coronary sinus resulting in a fistula. On (B)(6) 2025, the occluder was surgically explanted and a surgical patch was sutured in place. The patient was reported stable post-surgery.